Event description:
A surgeon complained about a hakim valve (catalog no 9ma-165) featuring a wrong ID band color; the valve was implanted and remains implanted. Two other valves from the same lot and catalog number were returned for the same problem, by the same surgeon. No pt injury or complications were reported. Note: 9ma-165 are valves especially selected at doctor's request, among regular finished 901-165 valves. Selection criteria is the opening pressure. Selected valves are assigned a new catalog number/lot number.